Event description:
The manufacturer received information alleging a ventilator inoperable alarm sounded while the device was in use. The patient slept without using the device. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the reported issue was not confirmed. The downloaded log report indicated that at the time of the event the error was not recorded. Due to the lack of data communication and writing the cpu is suspected of failing. Therefore the main board assembly was replaced. The device passed all subsequent testing.